Manufacturer narrative:
This lead was capped on (B)(6) 2019 and a fracture was also noted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise. Device and leads remain implanted with therapy deactivated. Should additional information become available, this file will be updated.